Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife called to report that her husband passed away. The customer had been hospitalized two weeks earlier due to a stroke or insulin seizure, and had been in ICU until he passed. Nothing further was reported.